Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : spd notified me of significant wear on mod-endo trial heads which needs replacing in order to be processed per their protocol. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device s/c & mod cath trl 55/28 shows signs of several scratches on the edges of the device. Not confirming the worn alleged issue. This type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the s/c & mod cath trl 55/28 would have not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (af1110) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summaryaccording to the information received, ¿spd notified me of significant wear on mod-endo trial heads which needs replacing in order to be processed per their protocol.¿ the product was not returned to depuy synthes, however photos were provided for review. See attachments 74413148094__e724f008-b1e4-428c-a14b-b3bedd2f2d75.jpg, 74413145683__0b080dc3-77c2-4602-8af9-3ff9df4e857f.jpg, 74413144549__b8cc8337-502b-4312-ab58-716383d0cb7e.jpg and 74413138696__def7aa42-d6ca-4e8d-baf7-eff0d76ce90f.jpg. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿spd notified me of significant wear on mod-endo trial heads which needs replacing in order to be processed per their protocol.¿ the product was not returned to depuy synthes, however photos were provided for review. See attachments 74413148094__e724f008-b1e4-428c-a14b-b3bedd2f2d75.jpg, 74413145683__0b080dc3-77c2-4602-8af9-3ff9df4e857f.jpg, 74413144549__b8cc8337-502b-4312-ab58-716383d0cb7e.jpg and 74413138696__def7aa42-d6ca-4e8d-baf7-eff0d76ce90f.jpg. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was significant wear on mod-endo trial head.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.